Manufacturer narrative:
(B)(4). Visual examination of the provided picture identified the impactor pad has a jagged end, is missing some of the pad. Therefore, it appears fractured. However, as the product was not returned, further analysis could not be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reported event has been confirmed through the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.

Event description:
It was reported that the instrument fractured during the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.